Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in 2013, an abbott tissue aortic heart valve was implanted. On (B)(6) 2022, the device was explanted due to aortic stenosis. The valve was replaced with a non-abbott valve. No patient consequences were reported.

Manufacturer narrative:
The previous report was submitted on 9/22/22 and failed ack 3. This report is being resubmitted at the request of the cesub help desk due to an infrastructure issue at FDA. An event of explant due to aortic stenosis was reported. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.